Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported therapy was diminished approximately 4 weeks ago utilizing multiple programs. Diagnostic testing revealed several contacts with high impedance measurements. Reportedly, reprogramming was attempted to no avail. Follow-up identified surgical intervention was undertaken on (B)(6) "201" during which time the physician discovered the lead was fractured. As a result, the lead was explanted and replaced which resolved the issue. The ipg was electively explanted and replaced during the same procedure.